Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician was treating a new patient, it was noted that a previously deployed visipro device was fractured.